Event description:
The customer reported the system displayed a communicator error. This error will cause the system to lockup or not to boot. No pt injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair info was not reported.